Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a bolus error alarm. The customer's blood glucose level was 10.2 mmol/l. The customer states that bolus timeout comes after a couple of minutes. The product will not be returned for analysis.